Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2006. Patient has experienced severe and permanent physical pain and metallosis. Patient has not yet scheduled an explantation of the asr hip implants.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2006. Patient has experienced severe and permanent physical pain and metallosis. Patient has not yet scheduled an explantation of the asr hip implants. (B)(6) 2012 - revision date has been provided. Reason for revision was not provided.